Event description:
It was reported that this right ventricular (rv) lead was explanted due to grossly abnormal lead defect confirmed via chest imaging. Loss of capture, and high out of range pace impedance measurement greater than 3,000 ohms was also exhibited. Subsequently, a different lead was successfully implanted. No additional adverse patient effects were reported. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Therefore, the reason for the alleged observations could not be determined.